Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 5.00 x 12mm synergy megatron? Drug-eluting stent was advanced for treatment. However, during the procedure, the balloon pulled the stent back and it became defective. The stent could not be implanted successfully. The procedure was completed with a different device. There were no patient complications reported.